Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had error code 600.6835. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting with the customer over the phone and confirmed 8015 error 600.6835. Technical support- 1. Connect the alaris pc unit to the alaris system maintenance v10.33 software and repeat the transfer network configuration (silent) task. 2. If the transfer network configuration (silent) task fails, refer to the alaris system maintenance v10.33 software user manual for transfer network configuration ¿ error handling information. 3. If the error persists, return the alaris pc unit to carefusion for repair. Informed customer to transfer their network configuration package in system maintenance to resolve error code. Customer verified transfer of package successful. End call. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/17/2012 to the present date 01/21/2021 and note that this device has been returned for service 1 time without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had error code 600.6835. There was no patient involvement.